Event description:
A 37-yr-old presented to l+d for delivery. Originally using external monitor. After epidural placed attempted to use internal monitor. Could not obtain a good tracing and had to go back to using external monitor. Stillbirth resulted. Biomedical examined equipment & found: upon connection of ECG stimulator to the fecg scalp electrode adapter, whenever the fecg is stressed, the signal is lost or artifact produced. Crack in prongs of scalp electrode adapter. Equipment highly sensitive, picks up & produces tracings even when not connected to fetal scalp.